Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 98.6f (37c), the patient temperature was 99.4f (37.5c), the water temperature was 42f (5.6c), the flow rate was 1.2l/min. The arctic sun device was displaying 'low air leak' and an alert 02 (low flow) intermittently. System diagnostics showed flow rate was 1.2l/min, the inlet pressure was -7 and the circulation pump command was 48%. Ms&s had nurse check the arctic gel pad tubing for bends or kinks and emptied and disconnected the arctic gel pads. They enabled manual control and set water to 10c. With no arctic gel pads attached, flow rate was 1.8l/min, the inlet pressure was -6.8 and the circulation pump command was 68%. They added back arctic gel pads sequentially and the results were as followed. With left thigh pad added, the flow rate was 0.7l/min, the inlet pressure was -7.2 and the circulation pump was 40%. With right thigh pad added, the flow rate was 1.1l/min, the inlet pressure was -7.3 and the circulation pump command was 47%. With right chest pad added, the flow rate was 1.8l/min, the inlet pressure was -7.1 and the circulation pump command was 61. With left chest pad added, the flow rate was 2.5l/min, the inlet pressure was -7.1 and the circulation pump command was 61%. They disabled manual and restarted therapy, the flow rate settled at 1.9l/min and the patient was shivering. Bair hugger was in place for counter warming. The nurse stated they would give shivering medication. Ms&s acceptable flow rates.

Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The target temperature was 98.6f (37c), the patient temperature was 99.4f (37.5c), the water temperature was 42f (5.6c), the flow rate was 1.2l/min. The arctic sun device was displaying 'low air leak' and an alert 02 (low flow) intermittently. System diagnostics showed flow rate was 1.2l/min, the inlet pressure was 7 and the circulation pump command was 48%. Ms&s had nurse check the arctic gel pad tubing for bends or kinks and emptied and disconnected the arctic gel pads. They enabled manual control and set water to 10c. With no arctic gel pads attached, flow rate was 1.8l/min, the inlet pressure was 6.8 and the circulation pump command was 68%. They added back arctic gel pads sequentially and the results were as followed. With left thigh pad added, the flow rate was 0.7l/min, the inlet pressure was 7.2 and the circulation pump was 40%. With right thigh pad added, the flow rate was 1.1l/min, the inlet pressure was 7.3 and the circulation pump command was 47%. With right chest pad added, the flow rate was 1.8l/min, the inlet pressure was 7.1 and the circulation pump command was 61. With left chest pad added, the flow rate was 2.5l/min, the inlet pressure was 7.1 and the circulation pump command was 61%. They disabled manual and restarted therapy, the flow rate settled at 1.9l/min and the patient was shivering. Bair hugger was in place for counter warming. The nurse stated they would give shivering medication. Ms&s acceptable flow rates.